Event description:
The reporter stated that the surgeon thought the 22.0 diopter three piece silicone lens model aq2003v haptics were not asymmetrical. It was reported that the surgeon thought one haptic was longer that the other haptic. No pt contact.

Manufacturer narrative:
Evaluation codes: method: a work order search. Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A work order search was performed on the lens serial number for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product cause of the event could not be determined at this time.